Event description:
It was reported that during a lap gastric bypass procedure, the tip of the blue trocar broke off. The tip was unable to be located either in the abdominal wall or in the or field. The case was delayed about five minutes to look for the trocar piece and open a new instrument in order to obtain another ancillary trocar. The piece was presumed to be left in the pt's abdominal wall.